Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm when the pump sitting in the cup holder on the treadmill. The customer's blood glucose level was not impacted. The customer cleared the alarm and insulin delivery was resumed.